Manufacturer narrative:
Was returned wrong device for analysis, it does not match the sticker and lot. Complaint history and product history records were reviewed for lot #0031103, and documentation indicated the product met release criteria. The root cause has not been identified. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted after the investigation.

Event description:
The implant was removed during implant placement day on (B)(6) 2025 . Observed during the event: implant boll top broke. The malfunction did not cause or contribute to a death or serious injury. No patient operative or post-operative complications reported. Was returned wrong device for analysis, it does not match the sticker and lot.